Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/14/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the insertion site. The sensor was inserted at the leg on (B)(6) 2016. The reaction was described as a red rash with a white puss discharge. Sensor was removed after 3 days due to the irritated skin. Affected area was treated with triamcinolone 0.1% prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, patient is good. No additional event or patient information is available. Product was not provided for investigation. However, photographs were provided which confirmed the alleged skin reaction. The root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.